Manufacturer narrative:
(B)(4).

Event description:
It was reported that the skin opened up at the implant site exposing the pump. The pump and catheter were replaced. It was noted that there was no csf backflow observed. The catheter was intentionally cut near the distal tip and removed. The catheter section was pressure tested on the back table using a clamp at the cut end and a syringe at the pump connector. Two visible leaks were observed near the clamped end. The intrathecal portion was not tested. Drug delivered via the device was compounded baclofen. It was later reported that patient left the operating room with an intact, functioning pump and catheter.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4): analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter noted a catheter body hole (or torn catheter) caused by the metal pin of the pump connector poking through. The catheter body damage occurred during the implant procedure. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.